Manufacturer narrative:
The user continued working at the table although, the transvers rail cover had visible damage. Normally exams or x-rays should stop to repair cover.

Event description:
The cover for the left transverse rail assembly was bent down at one end, due to repeated collisions with pt stretchers. This produced a gap of about 1/2 inch on one side of cover and tapering down to about 1/8 inch on the other side, when the tech was moving the table with pt on it, the tech had her fingers under the table moving it, and one finger was caught in the cover. Her finger was sliced open at approx halfway down the nail and bone was exposed. She was taken to the e.r. And her nail was removed and eight stitches were used to close the wound.